Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention is listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study on (B)(6) 2021 to treat a restenotic lesion in the sfa proximal third to distal third of the left leg. An event of restenosis of treated segment (target lesion) was originally reported to veryan as not related to the device but on review of the event as this led to a revascularisation on the target lesion it was considered possibly related to the device. The intervention included placement of another biomimics 3d stent, percutaneous transluminal angioplasty / standard balloon angioplasty, laser/atherectomy. The outcome of the event is reported as resolved/recovered. The device remains implanted.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. Section b.5. Has been updated following the additional information received. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study on (B)(6) 2021 to treat a restenotic lesion in the sfa proximal thirdof the left leg. An event of restenosis of treated segment (target lesion) was originally reported to veryan as "not related" to the device. This was updated by the site to "possibly related" to the device on (B)(6) 2022. The event led to a percutaneous intervention which was a target lesion revascularisation (tlr) . The intervention on (B)(6) 2022 included placement of another biomimics 3d stent, percutaneous transluminal angioplasty / standard balloon angioplasty, laser/atherectomy. The outcome of the event is reported as resolved/recovered. The device remains implanted.